Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. During visual inspection it was noted that the body of the guidewire was kinked. Microscope inspection shows the spring tip was observed bent.

Event description:
It was reported that the burr was stuck in the lesion and wire. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr was prepped and using the dynaglide technique, the physician advanced the rotapro burr into the ostial rca where the device stalled and sounded like a leak coming from the advancer. There was a loss of rpm's, and the rotapro burr became lodged in a calcified lesion and had to be pulled out forcefully. The rotawire was pulled back and was able to grip the rotapro burr and dislodge it. The rotapro burr and rotawire were removed together and dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Event description:
It was reported that the burr was stuck in the lesion and wire. A 1.50mm rotapro and rotawire were selected for use. During the procedure, the rotapro burr was prepped and using the dynaglide technique, the physician advanced the rotapro burr into the ostial rca where the device stalled and sounded like a leak coming from the advancer. There was a loss of rpm's, and the rotapro burr became lodged in a calcified lesion and had to be pulled out forcefully. The rotawire was pulled back and was able to grip the rotapro burr and dislodge it. The rotapro burr and rotawire were removed together and dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications reported post procedure.